Event description:
The rptr stated that rptr did meter to lab comparison tests. Rptr did a meter test at home and reading was 209 mg/dl. Thirty minutes later at the lab, test result was 165 mg/dl. Rptr did not have any symptoms. Due to expired control solution, a control test was not done. During troubleshooting, it was determined that rptr's meter was clean. Rptr stated that rptr checks the confirmation dot for enough blood. No harm was alleged.